Event description:
The hosp staff used the device to administer external pacing to a pt diagnosed as bradycardic. The pt's heart rate was 30 to 40 bpm. The device allegedly failed to deliver pacing current to the pt with the pacing current turned to the maximum setting. This opinion was based on the lack of response from the pt (i.e., no capture and no muscular reaction). The pacing rate and current was not reported. Drugs were administered and the pt's condition improved. The pt was subsequently flown to another hosp. The pt's outcome was not known.